Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side "rupture" of a saline device. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp in the plug strap bond edge assessed as an unidentified (tear) opening. Additional observations: crease flat observed in the surface. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right-side "rupture" of a saline device. Device has been explanted and replaced.